Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose level. Blood glucose level when admitted to hospital was 670 mg/dl. Current blood glucose level was 675 mg/dl which was treated with manual injection. Customer reported symptom related high blood glucose level at the time of hospitalization event such as confusion, feeling sick & altered vision. Customer had experienced leaking with their set. The customer was using the insulin pump within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of the incident. The insulin pump will not be returned for analysis.